Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was broken. It was noted that the tool was discolored in the fractured area, which is indicative of overheating during use. The attachment was subsequently returned for evaluation. It was noted that the distal end of the tube was discolored due to overheating resulting from a failed distal bearing. This overheating is likely to have contributed to the tool fracture. Additionally, the failed distal bearing could not provide adequate support for the tool during use, further contributing to the tool fracture. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
It was reported that 'during an intervention on the hypophysis, while milling the sphenoid bone under endoscopy, the burr broke near the handpiece. Handpiece is mounted on a motor. Tool was located under fluoroscopy and extracted. Status of patient was reported "ok." On follow-up, it was noted that the tool was retrieved via an esophagoscopy, and it was confirmed that there was no patient impact.